Manufacturer narrative:
(B)(4). This lot was manufactured from may 13, 2015 to may 14, 2015. Evaluation summary: the device was received for evaluation. A visual inspection and functional flow testing were performed. The device was found to flow without issue. No malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the small volume infusor stopped infusing. It was noted that flow was confirmed before connecting the infusor to the patient. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.